Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that signal 3 errors were posting intermittently on the advia centaur xp, and the instrument was no longer in use on the day of the event. Siemens dispatched a customer service engineer (cse) to the customer site. During the inspection of the instrument, the reagent probes (2 and 3) were bent and configured too low, and the luminometer assembly got damaged during troubleshooting. The cse replaced the reagent probes and luminometer assembly and performed all alignments. Quality controls were performed on all assays, and no issues were noted. Siemens completed the investigation and determined the cause of a discordant tnih result on one patient sample is unknown. The instrument is operational, and no further evaluation of this device is required.

Event description:
The customer began high-sensitivity troponin I (tnih) testing on an advia centaur xp instrument at noon, after noting that quality control (qc) were within specification. At 4:00 p.m., the customer observed a qc failure and performed a lookback of tnih tests performed within the 4-hour timeframe. The customer identified one discordant tnih patient result obtained on the advia centaur xp instrument, and the initial result reported to the physician(s). The customer informs the patient was admitted to the hospital for an electrocardiogram (ECG) and performing repeat testing on an alternate advia centaur xp. The original sample and a second sample were tested and resulted as <2.5 pg/ml. Testing supported the repeat negative result, and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the tnih discordant patient result.